Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a broken fiber optic module. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found a loose connection on the module itself and retested. All readings and parameters were within specification. Could not duplicate the issue after repair. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.